Event description:
It was reported stimulation was turning off. In the previous two weeks stimulation had turned off twice. The first time the patient noticed the implantable neurostimulator (ins) was off was when they used their recharger and found the ins battery was full. It was noted the patient saw the off icon on the recharger screen. Patient had used their programmer to turn ins back on. The previous week the patient went to recharge their ins and the battery was "almost" full. Patient had used recharger to turn ins back on. It was noted the ins had stayed on since. Patient had noticed increased pain in their back. It was noted the patient reported there was nothing new in their environment. It was also noted the next available appointment with their health care provider was not until may. Follow up reported the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient ; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).